Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on his insulin pump. The customer stated that prior to the button error alarm, he was outside painting and the insulin pump was in his pocket and that he sweats heavily during this time of the year. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose was 127 mg/dl. Nothing further was reported.